Manufacturer narrative:
(B)(4).foreign- europe: sweden. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the glenosphere impactor fractured during impaction. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that the strike plate of the baseplate impactor fractured. This malfunction has not previously been reported for a serious injury. Therefore, this event is not reportable.

Event description:
Upon receipt of additional information, it has been determined that the strike plate of the baseplate impactor fractured. This malfunction has not previously been reported for a serious injury. Therefore, this event is not reportable.